Manufacturer narrative:
The resolute endeavor rx drug eluting stent is similar to the resolute integrity rx drug eluting stent. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one endeavour resolute drug-eluting stent to treat a lesion with moderate tortuosity and severe calcification exhibiting 85% stenosis located in the mid rca. There were no abnormalities reported in relation to anatomy. There was no damage noted to the packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. There was resistance encountered when advancing the device. It was reported that after pre-dilation with a 2.5mm x 12mm balloon, the stent could not pass through the lesion and stent damage occurred. The procedure was completed using a non-medtronic device. It is believed that the event was due to use of the device in a difficult lesion morphology/anatomy. Patient status is alive with no injury.

Manufacturer narrative:
Device evaluation: the stent was positioned on the balloon at the proximal markerband correctly. The stent was not positioned on the balloon at the distal marker correctly as the distal stent struts were stretched distally over the distal marker band. The stent struts were stretched and moved distally over the distal markerbands and off the delivery system. Deformation was evident from the 1st to the 22nd distal stent wraps with struts stretched and raised. Deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood. If information is provided in the future, a supplemental report will be issued.